Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the caps of an unspecified number of tubes are not secure and are becoming dislodged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd did not receive samples for investigation; therefore 29 retained samples underwent functional tests, and out of these, 3 showed defects in the stopper function. No definitive root cause from the manufacturing process has been identified for the reported defect of stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the caps of an unspecified number of tubes are not secure and are becoming dislodged. No adverse impact was reported regarding the patient or user.